Event description:
It has been reported to philips that the system failed to boot. It was stuck at 0:00. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to bootup and the xper module indicates that it was trying to negotiate communication. The supplier part analysis showed that the cause of the failure of the flexvision pc was a frame grabber card error that resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, fse replaced the flexvision pc. The same issue reoccurred after two days. To resolve the issue fse replaced the flexvision pc, host pc and installed software on the flexvision pc and host pc, performed needed adjustments. Corrected the database with a new dicom node store, removed the xcelera node, corrected the worklist node configuration, and made new backups of the system. After which the system was returned to good working condition. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.